Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. Technical services discussed some programming options. An office follow-up found that the current sensing vector (primary) was the only good vector. There is a possibility the system may have migrated. The doctor may get an x-ray to confirm. There were no additional adverse patient effects. The system remains implanted.